Event description:
Pt's mom hooked up cadd tubing to lipids twice and the solid tab broke on two of her tubing sets. She did have to waste a bag of lipids, but had extra tubing and lipids. If this had happened when she didn't have extras pt would have been without lipids for some time. Pt's mom has been hooking up pt's lipids successfully for quite a while now. I am sure it was not user error. Dates of use: (B)(6) 2010-(B)(6) 2010.